Event description:
It was reported that the user received a high glucose alert after an infusion set connector was not locked into the ilet, which allowed the cartridge to fall out during the night and interrupted insulin delivery; the user asked if the same cartridge could be reinserted and was advised to perform a complete supply change, which was completed. Symptoms included hyperglycemia with a reported maximum blood glucose of 350 mg/dl lasting over four hours, without ketone testing and without acute symptoms such as loss of consciousness or dka. Outcomes included no use of backup therapy, no medical intervention, and no assistance required. Investigation included troubleshooting and user education regarding correct connector engagement and supply replacement. Investigation of this case revealed user setup error related to the infusion set connector not being attached correctly, which led to loss of insulin delivery. It was concluded that the event was due to incorrect deployment of the infusion set and cartridge connection, resulting in hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.